Event description:
It was reported that the non-sustained rv oversensing episodes were noted in the implantable cardioverter defibrillator. The patient presented in the clinic on (B)(6) 2017. Upon interrogation, the device exhibited myopotential oversensing. The device was reprogrammed and the patient was stable.